Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the colonovideoscope air/water tube and adhesive on bending section cover or distal sheath rubber had foreign objects. The issue occurred during the procedure and the procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: b5 (remove the issue occurred during the procedure and the procedure was completed using a similar device), e1, e2, e3, e4 and g2. Additional information added to field d8 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, the foreign material on air/water tube and adhesive on bending section cover or distal sheath rubber had foreign objects was not identified. There was no deformation on the foreign material residue point. It is not known whether reprocessing was done according to instruction for use (IFU). The root cause for the foreign material remaining in the subject device could not be identified. The instruction manual states the detection method associated with the event in " gif/cf-170 series operation manual chapter 3 preparation and inspection" and preventative measures in "gif/cf-170 series reprocessing manual chapter 5 reprocessing the endoscope." Olympus will continue to monitor field performance for this device.